Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pocket incision healing issues. The patient was given antibiotics and dressing site. No product visible from outside. Just slight incisional opening. Incision appears to be healing slowly.